Manufacturer narrative:
Device evaluation. The affected device has not been received. A follow up complaint will be filed when the evaluation has been completed.

Event description:
The user reported the tip of the catheter separated from the main body while removing the catheter over the wire during an angiography procedure. The tip remained on the guide wire and was removed from the patient when the guide wire was removed. The procedure was completed without further incident. No harm or injury to the patient was reported.